Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) due to error 23124 and swapped out remote arm controller (rac) locations in accordance with isi procedure. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the customer reported issue but the error 23124 could be confirmed as having occurred via field error logs. The unit was installed into the test system and powered up. The unit passed since cycle and matlab test. A test drive was also performed and did not find any errors. The probable root cause of the alleged getting repeated recoverable errors on the secondary surgeon side console (ssc) cannot be established nor determined, as the master tool manipulator (mtm) passed required tests and performed as intended during in-house testing.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered repeated recoverable errors on the secondary surgeon side console (ssc). Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed error code 23124 pointing to the left master tool manipulator (mtm) on the secondary ssc. The customer attempted to recover the error with no success. The surgeon swapped all controls over to the primary surgeon side console (ssc). The site continued to complete the procedure as planned with no report of patient harm, injury, or adverse outcome.